Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt, the device displayed a "poor pad contact" message using CPR stat pads. Complainant indicated that the clinician obtained another set of electrode pads (stat pads ii) and the same message appeared. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.